Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between the device and the reported multiorgan failure and subsequent patient outcome could not be determined through this evaluation. It was reported that the patient expired on (B)(6) 2014 due to multiorgan failure. Multiple attempts to obtain additional information regarding the patient¿s outcome as well as requests for return of the pump were issued to the customer; however, no additional information regarding the event was provided and the device has not been returned to date. The complaint file will be closed accordingly. The heartmate ii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. The IFU also lists multiple types of organ failure and dysfunction (right heart failure, respiratory failure, renal dysfunction, and hepatic dysfunction) as adverse events that may be associated with the use of the heartmate ii left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported the patient expired due to multi-system organ failure. The device will not be returned for evaluation. Additional information was requested but not provided.